Manufacturer narrative:
(B)(4). Date sent: 10/22/2020. D4: batch #u5ap4z. Investigation summary the analysis found that one ec60a device was returned with no apparent damage and with one ecr60d reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. . It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws." The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an endoscopic distal gastrectomy, after severing stomach tissue, some staples were malformed. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.